Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, patient is doing well with lens that was placed in the bag. Good visual outcome was reported.

Manufacturer narrative:
Additional information: the company representative found no issues that would have contributed to the reported event. The system was found to meet product specifications. A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. A review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported an anterior radial rim tear in a patient's left eye during laser assisted cataract surgery. During the laser treatment, the doctor's view was very out of focus. In the operating room, the capsule appeared free. After nucleus and cortical clean up, the doctor remembers an intact capsule. Once polishing the anterior capsule, the surgeon noticed a small tear. The surgeon feels the laser contributed to the tear. The tear is reported to be resolved.